Manufacturer narrative:
This report is submitted on august 31, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 subsequent to the patient experiencing pain with and without device use.